Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast cyst. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with a (right) 325cc mentor memorygel breast implant and a (left) 300cc mentor memorygel breast implant, suffered right breast implant rupture and left breast cyst, post-procedure. The rupture and the left breast cyst were diagnosed via an MRI. As a result, the patient underwent bilateral removal and then bilateral replacement with the following devices on (B)(6) 2020: (right) 325cc mentor memorygel breast implant catalog: smpx325 lot: 9506404 sn: (B)(4) and (left) 295cc mentor memorygel breast implant catalog: smpx295 lot: 9490859 sn: (B)(4). This medwatch form is for the left breast prosthesis. Right breast implant rupture has been reported under mrn: 1645337-2019-26274.